Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information and no further details were available. Because the product is unknown, we are unable to provide the complete unique identifier (UDI) # and other specific product information. If additional details become available, a supplemental report will be submitted. Device evaluated by manufacturer: the rotawire was returned for analysis. The spring tip was observed bent. The device was returned without the burr loaded on it; therefore, no sign of jamming could be found.

Event description:
It was reported that there were brake issues and the burr stuck on the guidewire. A 1.25mm rotapro and rotawire were selected for use. During procedural preparation, difficulty was experienced advancing the wire through the burr tip. After burring of the lesion, the burr could not be retracted over the wire. The brake failed to release the wire. The wire and burr were withdrawn together, and the procedure was completed. There were no reported patient complications.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information and no further details were available. Because the product is unknown, we are unable to provide the complete unique identifier (UDI) # and other specific product information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that there were brake issues and the burr stuck on the guidewire. A 1.25mm rotapro and rotawire were selected for use. During procedural preparation, difficulty was experienced advancing the wire through the burr tip. After burring of the lesion, the burr could not be retracted over the wire. The brake failed to release the wire. The wire and burr were withdrawn together, and the procedure was completed. There were no reported patient complications.